Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The battery compartment reportedly was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/06/2014 with the following findings: no leaks were observed during evaluation. There was evidence of moisture found inside the battery compartment. The pump case was opened and there was evidence of moisture observed on the display screen and on the pump board. Unrelated to the complaint, the text on the display screen was found to be faded and the letters had a reddish tint.